Manufacturer narrative:
Evaluation conclusion: device was evaluated but nothing replaced until estimate approved.

Event description:
The manufacturer received information alleging a ventilator was "fluttering." There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had evidence of dust/dirt contamination. The devices blower motor, flow sensor assembly, tubing and inlet air path assembly need replaced to address the issue.